Event description:
It was reported that the patient presented for follow-up with the right ventricular lead that exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.